Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. If any additional information is received, a follow-up will be sent.

Event description:
On (B)(6) 2013, a review of the device event history log was conducted. An increased intra-peritoneal volume (iipv) event was identified, which occurred in the therapy initiated on (B)(6) 2013, at 22:15:56h. The details of the iipv event were as follows: during night drain cycle six, the patient's ultrafiltration reading was 1248ml, indicating the home patient (hp) drained 1248ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria, and is a reportable malfunction. It is unknown how long the device was in use when the event occurred. Furthermore, as this event was found during service, any patient injury or medical intervention is unknown.